Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Functional display test failed. The screen was dim upon powering on the cycler. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler has a distorted screen during power up. The screen is half blank, cycler was securely plugged into the wall outlet. Cycler was securely plugged in the back. Contact rebooted cycler; screen continued to be distorted. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. Patient will not perform capd/manuals. Patient declined to perform capd for issues with cramping when they use them. Patient does have capd supplies. Patient does know how to perform capd advised to contact peritoneal dialysis nurse to inform of replacement. At least one full treatment has been completed with this cycler. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.